Event description:
The customer reported to olympus that the sonosurg scissors 5 mm o.d., hf series tissue pad of the scissors had broken off. There was no patient harm associated with the event. The device was evaluated, and it was found that there was falling of grasping part. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the finding of falling of grasping part due to excessive load. There are no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the grasping section was closed without grasping anything between the grasping section and the distal end of the probe. This resulted in repeated ultrasonic output causing breakage. The event can be prevented by following the instructions for use which state: if the instrument is visibly damaged, does not function as expected or is found to have other irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the instrument; contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 8.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the instrument and send it to olympus for repair. Olympus will continue to monitor field performance for this device.